Manufacturer narrative:
Additional information: on march 17, 2021, mentor became aware that the patient underwent device removal and replacement with 550cc mentor memorygel breast implants, catalog number 3505504bc, serial numbers (B)(6) on the left side and (B)(6) on the right side on (B)(6) 2021. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) yearold caucasian female underwent primary breast augmentation with 475cc saline mentor smooth round spectrum breast implants and experienced deflation on the left side postoperatively. As a result, the patient underwent device removal and replacement with 550cc mentor memorygel breast implants, catalog number 3505504bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2021.

Manufacturer narrative:
Additional information: on april 6, 2021, mentor became aware that the patient actually experienced bilateral deflation. On april 16, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the spec smooth rnd 475cc breast implant was found to be ruptured. Additionally, an area of shell abrasion within the rupture was observed. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on march 30, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).